Manufacturer narrative:
B5 updated. H6 updated with the following codes: e230101, e1906, a150202. Corrected data: d1 updated/corrected. The investigation is still ongoing.

Event description:
Clinical narrative updated: 70 year old female with history of polymyositis, immunosuppressions presented with acute on chronic decompensated heart failure. On 7/22 they underwent placement of impella 5.5 via right axillary artery without noted complications. On (B)(6) the patient noted to have frequent suction alarms so the p level was decreased to p4 and IV fluid given. On (B)(6) patient noted to be thrombocytopenic (71)/ decreasing hgb (B)(6) the impella device was repositioned. The pump was noted to be in the wrong position and was repositioned. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. In addition to these harms there was fever and infection. The patient underwent heart transplantation with successful explant of the impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
70 year old female with history of polymyositis, immunosuppressions presented with acute on chronic decompensated heart failure. On 7/22 they underwent placement of impella 5.5 via right axillary artery without noted complications. On 7/24 the patient noted to have frequent suction alarms so the p level was decreased to p4 and IV fluid given. On 7/25 patient noted to be thrombocytopenic (71)/ decreasing hgb 7/22 ¿ 7/24, 7/25, 26,27 and 29 the impella device was repositioned. The patient underwent heart transplantation with successful explant of the impella 5.5.

Manufacturer narrative:
H6 codes have been updated